Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's infusion sets were falling off prematurely and it was the suspected cause of high blood glucose. The patient took bolus multiple daily injections to treat high blood glucose level. Subsequently, the patient went to emergency due to high blood glucose (higher than 600 mg/dl at the time of arrival). It was also reported that the patient's ketones level was large which was identified to be dangerous by the medical staff. The patient was put on a low carb diet and administered intravenous fluids and insulin as a treatment. When, the patient left emergency after 9 hours, the blood glucose level was slightly over 500 mg/dl. The patient's highest blood glucose level was between 700-800 mg/dl. The patient was hospitalized for two days. No further information available.